Manufacturer narrative:
The t:slim g4 pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer had filled the cartridge with over 300 units of insulin, and received a fill estimate of over 100 units. The customer used the cartridge for continued therapy. At the time of the call, the customer did not call tandem technical support to perform troubleshooting. There was no reported impact to the customer's blood glucose level. Recommendation was made to not fill the cartridge with more than 300 units.